Manufacturer narrative:
Reported event: an event regarding packaging damage involving simplex bone cement was reported. The event was not confirmed. The product, or photographs of the product, were not provided for evaluation. Medical records received and evaluation: not performed as there was no patient involvement. Device history review: review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. Complaint history review: review determined that there were no other similar reported events for the lot. It was reported that the customer noticed a strong smell from the box. This indicates that an ampoule was broken at the time or shortly before the product was received by the customer. The liquid from the ampoule has a very strong odour and lasts a short period of time as the liquid evaporates when exposed to the atmosphere. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation. No further investigation is possible at this time as no product and insufficient information was received by stryker orthopaedics. If additional information becomes available this investigation will be reopened.

Event description:
Double pack box of simplex tobra arrived at hospital warehouse with very strong smell. Hospital called to request a replacement be sent. They were not going to open the outer box, which did not show anything leaking or any damage. They will dispose per hazardous materials instructions.